Event description:
It was reported that prior to an unknown procedure, a bug was discovered in the sterile packaging of the device. The device was not opened as there was a concern that the sterility was compromised. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.